Event description:
A report was received that the patient's ipg rotated in the pocket and that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.